Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the day the sensor had been inserted into the arm. The patient¿s cgm was reading 160 mg/dl and the bg meter was reading 60 mg/dl. The patient was ¿feeling weird¿ and felt like he was going to pass out (presyncope). The patient self-treated by drinking some soda, however, his bg values continued to drop. Therefore, the patient decided to self-administer 1mg of glucagon via an injection. The patient recovered after this treatment. The patient was fine at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.